Manufacturer narrative:
Following information reported by the end-user, the side rail of the citadel bed collapsed and the patient almost fell out of bed. No injury was reported. Despite several attempts to contact the facility staff, no further information was obtained. The device evaluation performed by the arjo technician revealed that the pressure pin components ceased causing that the side rail could not be locked in the raised position. The parts were fixed and lubricated. Due to limited information provided by the facility staff, the cause of the reported incident could not be determined. To conclude, the citadel bed did not meet its manufacturer's specification. There was a patient involved. The complaint was decided to be reportable due to the allegation that the side rail collapsed and the patient almost fell from the citadel bed.

Manufacturer narrative:
The analysis and process of gathering information is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Event description:
Following information reported by the end user, the side rail of the citadel bed collapsed and the patient almost fell out of bed. No injury was reported. To date, the facility did not provide more details regarding this event.